Event description:
It was reported that the alarm goes off when using. Discovered upon opening, no patient injury.

Manufacturer narrative:
H10: device evaluation: one sample was returned for investigation. The returned sample was received in used condition without original packaging. The sample was visually inspected under normal conditions of illumination to detect any condition that could cause the failure mode reported. No issues or damage was observed in the piece. A leakage test was performed on the samples provided, to verify if the unit would alarm with the leakage equipment. Based on the leak test results, the reported failure mode was confirmed. The issue was due to a lack of solvent. The failure condition was possibly due to the assembly process not followed correctly. Failure was traced to manufacturing. For corrective action an awareness/customer complaint notification was performed to production personnel to explain the importance of adherence to manufacturing procedure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).